Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, and active current measurement due to critical pump error (open book). The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection, and corrosion was noted on the motor assembly and electronic assembly, including internal and external battery connectors. Additionally, critical pump error (open book) was due to corrosion found on motor force sensor flex connector. Isolate to electronic assembly. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (faded), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of low battery alert were not confirmed. Based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer's allegations of critical pump error (open book) were confirmed when unit powered on with critical pump error (open book) due to corroded motor force sensor flex connector. Isolate to electronic assembly due to corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image after getting the battery failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. Troubleshooting was partially performed for the battery failed alarm. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.